Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited intermittent e105 output problem errors and intermittent e107 output problem errors. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Thelight emitting diode was malfunctioning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a defective light emitting diode. However, the specific cause of the defective light emitting diode was not established at this time. Olympus will continue to monitor field performance for this device.